Manufacturer narrative:
Reported event: checkpoint broke when removing, tha. Small metal tip left in pelvis. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 746 devices were manufactured and accepted into final stock on (B)(6) 2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w60752 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Checkpoint broke when removing. Case type: tha. Small metal tip left in pelvis.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint broke when removing. Case type: tha. Small metal tip left in pelvis.